Manufacturer narrative:
Based on the descriptions of the event by user facility, the spraying of fluid at fill port area could be due to poor connection with the filling machine.there is no patient involvement reported. There is no adverse event.

Event description:
Pharmacy technician attempted tofill a smartez pump (se0l75-250, lot# s8h02) with 0.9% sodium chloride when fluid began spraying out at the fill port seal area.